Event description:
It was reported that when the guide wire was removed from the protector [hoop] it was cut (separated into two pieces) and the tip was pre-shaped. Therefore, the device was not used on the patient. Though request, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the guide wire found no blood visible and there was dried contrast on the coils which is consistent with the guide wire being handled outside the dispenser coil. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis confirmed the reported guide wire separation as the core had separated at the proximal end of the hypotube. There was core extending out of the hypotube. The dispenser coil was returned with no damage noted. Analysis also confirmed the reported bend in the tip as there was a slight bend in the shaping ribbon, 5 mm proximal to the tip ball. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. Although it was reported that the guide wire was not used in the patient, a hypotube being over pulled or over bent would require it to be trapped within another device in order to create the required forces to cause a separation. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use, that a bend could occur that would later fracture. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Based on the sem results of the reported guide wire core separation appears to be related to operational context of the procedure and a conclusive cause could not be determined for the reported bend in the tip, but there is no indication of a product quality deficiency. Manufacturing inspect 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality.